Event description:
Patient reported having an increase in seizures prior to the generator replacement, but the physician noted there was no increase in seizures. No further relevant information has been received to date.

Manufacturer narrative:
B3. Corrected data, supplemental report # 1: inadvertently did not update the event date to when the neos warning was first seen.

Event description:
It was noted that the patient's battery depleted to near end of service after being implanted for about 2.5 years. The physician noted that the previous battery lasted for 5 years at similar settings so she is wondering if there is a malfunction. The generator was replaced and the explanted generator was discarded per hospital policy. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.